Manufacturer narrative:
(B)(4). A tracheal tube was returned for investigation. A visual inspection was performed and found that the inflation line was damaged. The reported complaint was verified. The manufacturing guidelines were reviewed and found acceptable to identify this malfunction. An inflation deflation test is performed on all products prior to release of the lot. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4). The lot number was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that eight hours after a patient was intubated, an air leak was confirmed from the tracheal tube inflation line. The tube was then exchanged for a new device. The product was tested prior to use and functioned as intended. There was no report of patient harm as a result of this event.